Manufacturer narrative:
Previously stated that the patient experienced pigment dispersion. Corrected information received from the reporter states that the patient experienced high vault, which then caused the pigment dispersion. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, diopter -8.5/+0.5/072 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The patient began to experience pigment dispersion. On (B)(6) 2017 the lens was exchanged for a shorter lens with a similar diopter. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.